Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the pt (B)(6) observed an error message when trying to establish communication between the ipg and pt programmer. The physician elected to proceed with surgical intervention. The ipg was explanted and replaced which resolved the reported issue. Stimulation was achieved following the procedure. It was noted that the pt did not lose stimulation as a result of the reported issue.